Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a non-OEM top case. Reviewed of the event history log (ehl) showed a travel course error. During functional testing, occlusion tests were performed, and the reported issue was duplicated. Both clutch halves were not operating as intended due to customer use. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a travel reverse error. It is unknown if there was patient involvement, no adverse patient effects were reported.